Event description:
It was reported that the pacing rate on the external pulse generator could not be adjusted. It was noted that during testing the generator's pacing rate exceeded what it was set to. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in which may involve intermittent performance of certain pacing functions. Product event summary: during service and repair of the device, the event was confirmed, the interconnect flex was out of specification. However, once the device was opened, the issue disappeared and could not be duplicated again. The interconnect flex was replaced. Further analysis was then performed on the interconnect flex. Although visual inspection indicated a crease across the flex near the rate control, analysis was not able to reproduce any anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.